Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "d-blade only lights up dimly, no visibility during intubation." No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "d blade lights up only dimly" was confirmed, and further defects were detected. In total the following defects were detected: led is dim. Blade damaged. As already mentioned, the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is mechanical damage caused by the user. The product has not been serviced or repaired since the date of manufacture. It is likely that the damage to the blade has damaged a cable or connector in the blade that is responsible for the led, as a result of which the led is no longer functioning properly. The event is filed under internal karl storz complaint ID: (B)(4).